Event description:
It was reported that customer was hospitalized due to low blood glucose. Customer's blood glucose was 27 mg/dl. Customer stated passed out and was rushed to the hospital. Customer stated when her blood glucose was 75 mg/dl she took 4 sugar tablets but her blood glucose did not go up. Customer stated that she taken off from the insulin pump and now no one can find it. The customer requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.